Manufacturer narrative:
The customer reported that the device would shutdown ,when the switch was pushed a little beyond 200 joules. The customer reported that replacing the energy select switch assembly resolved the issue.

Event description:
The customer reported that the device would shutdown when the switch was pushed a little beyond 200 joules.